Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vaginal hysterectomy laparoscopic procedure, the needle came unset from the thread. The needle did not fall but stayed in the needle driver. There was no patient injury.